Event description:
Hospira symbiq pump/free flow tubing incident. Hospira symbiq pump infusing heparin 25,000 units/500 ml was not working correctly. Nurse obtained a different pump and transferred the tubing/infusion to the new pump. After she had changed tubing/solution to the replacement pump, she noticed that approx 240 ml of the heparin solution had infused during the tubing transfer between the pumps. Stat aptt>200; heparin infusion was placed on hold (pt was scheduled for planned surgical procedure later in the day), and resumed post-operatively. Hospira issued a bulletin in (B)(6) 2010 regarding this issue, but has not corrected the problem. Access number: (B)(4). Date received: (B)(6) 2013. Actual error: no.